Event description:
It was observed via homemonitoring that the pacing impedance was too high. The patient was hospitalized and the revision of the lead took place. The ICD replacement is planned.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the involved devices as well as on the returned device data. The manufacturing process for the ICD and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the devices functions to be as specified. The returned data were thoroughly inspected, validating the reported event. Rv pacing impedance values out of range were measured, as well as an increase of the rv pacing threshold. The data further documented that these values returned to normal after the revision procedure. It is therefore reasonable to assume, that a suboptimal connection between the lead and the ICD upon implantation led to the observed event. Based on analysis, there is no indication of an ICD or lead malfunction.

Event description:
It was observed via homemonitoring that the pacing impedance was too high. The patient was hospitalized and the revision of the lead took place. The ICD replacement is planned.